Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported that the vision side cart (vsc) with monopolar and bipolar kept stopping. The customer reported erbe bipolar output was intermittent and 2-71 error was being provided. Prior to calling, the customer had power cycled the erbe and replaced the blue bipolar cable and moved from bottom top port on erbe with no change. The error 2-71, c-82, and c-83 was observed in logs. The customer proceeded with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replicated the integrated electrosurgical unit (erbe) startup errors of m-02 and c-82 faults and replaced the erbe. The unit was returned for failure analysis and placed on an in-house system and was run in normal mode. The reported failure (error c-71/2-71/c83/c-82 on start-up) was confirmed and reproduced.